Event description:
The customer reported a bad iris potentiometer error message on the 9600 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The iris potentiometer was replaced and the collimator was calibrated. The system was tested and operates as intended.